Event description:
Initial information rec'd from a consumer on (B)(6)-2010: a female pt who rec'd treatment with poly-l-lactic acid (sculptra, lot# and exp date unk) under her eyes three years ago to plump up hallow areas developed nodules/bumps. She stated the doctor gave her injections to eliminate the bumps, but nothing has happened. The pt reported that she is a professional entertainer and she feels like she looks worse as a result of sculptra. No concomitant medications or medical history reported. No further information reported.